Event description:
The account alleged that the head siderail fell down and patient fell out of bed.

Manufacturer narrative:
Technician reported that the patient was on his side with his arm draped over the left head siderail when the siderail unlatched. The patient was not injured due to falling out of the bed. Technician found that the siderail functioned as designed and could not duplicate alleged issue. This MDR is a result of CAPA activity for the retrospective review of complaints.